Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black residue was found on the base of a bd micro fine plus ¿ 30 g x 8 mm syringe during use. No injury or medical intervention.

Manufacturer narrative:
Customer returned photos of 1cc syringes. Customer states that there is a black residue on the base of the needle going into the syringe. The attached photos were examined and exhibited some dark material on the surface of the cannula shown in the photos. It is difficult to determine the identity of this material solely from the attached photos. As per manufacturing, a review of the device history record was completed for batch# 6032907. All inspections were performed per the applicable operations qc specifications. There were four (4) notifications [200632838, 200632613, 200632644, 200632929] noted that did not pertain to the defect. Bd was able to duplicate or confirm the customer¿s indicated failure although the identity of the material cannot be determined solely from the attached photos complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the identity of the material cannot be determined solely from the photos.

Manufacturer narrative:
Investigation: device history record review ¿ a review of the device history record was completed for batch# 6032907. All inspections were performed per the applicable operations qc specifications. There were four (4) notifications [(B)(4)] noted that did not pertain to the defect. A conclusion is not yet available as the investigation is still in progress.